Manufacturer narrative:
H11: koichi saiki, takuro fujita, yoshihiro toyama, tomoko yokoyama, masahito yamanaka (2025). Successful hemodialysis catheter placement into a stenosed femoral vein using balloon dilation for central venous access. Radiology case reports, 27;20(8):4051-4055. Doi: 10.1016/j.radcr.2025.04.119. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in article in the case report "radiology case reports" titled, "successful hemodialysis catheter placement into a stenosed femoral vein using balloon dilation for central venous access" that sometime later post central venous catheter placement through right femoral vein for hemodialysis for end-stage renal failure, patient developed with unspecified infection. It was further reported that the infected catheter was removed. The current status of the patient was unknown.